Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient reported to have undergone right total hip arthroplasty on (B)(6) 1998. Patient further alleges pain, numbness, inability to lay on right side, feeling of muscle deterioration, instability, discoloration of shin and problems with the opposite knee due to leg length discrepancy. There has been no reported revision procedure to date.